Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had ¿a history of chronic severe thoracic and low back pain secondary to spinal degeneration. She had undergone extensive prior lumbar spine surgery. She is not a candidate for further spine surgery. Her pain has been present for years and has been refractory to conservative care which has included physical therapy, medication management, injections, spinal cord stimulation. We trialed an intrathecal catheter with intrathecal opioid and bupivacaine, and she achieved good pain relief. We have therefore recommended permanent implant of a pain pump and intrathecal catheter¿. It was noted that the patient wished to move ahead. The pump and catheter were successfully implanted. The pump into her left buttock and the catheter with the tip at t5 to cover mid and low back pain. On (B)(6) 2023, the patient reported 10/10 pain located at the pump site. The patient recently had a fever of 103 degrees on (B)(6) 2023 which finally broke after another round of antibiotics, but she remained in pain. Her current temperature was 98 degrees fahrenheit. She reported shooting pain down her left leg. This pain was not present before the pump implant. The character of the pain was constant, shooting, and burning. It caused her to lose sleep. Physical exam showed tenderness to palpation of the pump site. Negative warmth. Some prominence of protrusion of the pump site. Normal strength at hip flexion, knee extension and flexion, and dorsi/ankle flexion. Positive left straight leg raise. Fluoroscopically guided aspiration at the pump site was recommended. The patient was prescribed percocet 5-325 mg up to 3x/day as needed. She denied side effects. She stated she had been taking them 2x/day and only has today¿s supply leftover. The patient was currently on bactrim. The hcp increased and refilled the percocet 5/325 up to 6x/day (#42 for 7 days) and the patient was given 30 mg of toradol. During the procedure, 35 ml of serosanguinous fluid was aspirated. Culture results showed no bacteria growth from the aspirated fluid. On 19-apr-2023, the hcp aspirated 10 cc of yellow tinged clear fluid and then 5 cc of serosanguinous fluid from the pump pocket site. The fluid was sent to lab for cultures. The aerobic culture was positive for 1+ staphylococcus lugdunensis. On (B)(6) 2023, the pump site was aspirated of 26 cc of fluid and the patient reported that her pump site pain was beginning to lessen. She reported no concerns or side effects regarding her pump medication and would like an increase today. It was discussed and the hcp was going to reprogram an increase in bolus frequency from 4x/day to 6x/day and an increase in the sc (simple continuous) fentanyl by 75 mcg. Upon examination, the pump site was slightly swollen. It appeared to be healing and was better than it was before the aspiration. She stated she could not wear her brace because it caused sciatic nerve pain and the caused frequent falls. She was prescribed percocet 5-325 mg up to 6x/day as needed due to the increased pump site pain. Denies side effect. Refilled and decreased percocet 5-325 mg to 3x/day with #45 for 15 day supply. The plan was to taper down the oral percocet on the next visit. The patient verified understanding.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the device was still implanted and it had healed. Additionally the patients weight had been provided.